Manufacturer narrative:
Philips service replaced the flexvision pc and hdd, returning the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that system failed to initialize due to defective flexvision pc and hdd on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.